Event description:
A customer contacted beckman coulter inc. (Bec) regarding discrepant complement c4 results generated by their unicel dxc 600 synchron clinical system. The customer mentioned that they were seeing recovery issues when running c3 and c4 on green top tubes (li heparin) vs red top tubes. Per customer, they were light green bd vacutainers. The customer got a blank rate high for c3 and a c4 result of 118 mg/dl. When the sample was run on a red top tube, they got 187 mg/dl for c3 and 48 mg/dl for c4. The results provided by the customer are shown. Bec recommended running c3 and c4 from red tops until further notice. The erroneous results were not reported outside of the laboratory and there was no impact to patients with regard to this event. This report documents the results generated on (B)(6) 2011. The customer called back on (B)(6) 2011, saying they found six samples of which only two matched and those results are documented in a separate report.

Manufacturer narrative:
The customer indicated that there were no system errors, controls were acceptable and there were no issues with other chemistries. Service was not requested. This appeared to be a reagent related issue. MDR# 2050012-2012-00175 documents the discrepant c4 results generated on (B)(6) 2011.